Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 assay on a cobas 8000 e 801 module. The sample initially resulted in an ft4 value of 100 pmol/l. The questionable sample was repeated, resulting in a value of 12.5 pmol/l. The ft4 reagent lot and the expiration date were requested, but not provided. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The field service engineer changed the pinch valves. The investigation determined the service actions resolved the issue.